Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4003m58 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the device had no pacing. It was noted that the battery was completely dead since the patient had been lost to follow-up and never came in to the clinic for a device check. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds. The ra lead was capped and replaced. It was further reported that the insulation came away from the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.